Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module. The fluidics module will be sent for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.

Event description:
The surgeon reported that the system displayed two system messages during set up. Three cases were cancelled. No pt injury was reported.